Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. A visual inspection can't reveal the stated failure. A lab analysis performed on the device revealed that the proximal surface of the baseplate and the locking mechanism are scratched and worn. The distal bone contacting surface has substance adhered to it. There were no observations of material or manufacturing deviations in the course of the investigation. The clinical/medical investigation concluded that, although the provided x-ray shows radiolucency underneath the tibial baseplate, and revision surgery was reportedly performed to remove, it does not provide a clinical root cause of the reported loosening. Based on the information provided, the clinical root cause of the loosening cannot be definitively concluded. The patient impact beyond the weakness and revision surgery cannot be further determined. No further clinical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in adverse events that looseness of components can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, lack of ingrowth, and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: health effect - impact code.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2022, the patient experienced a loosening from the porous tibia bseplate w/jrny lock sz4 rt. This adverse event was solved by revision surgery in which the device was exchanged on (B)(6) 2023. Patient states that her right knee does okay.